Event description:
We have been noticing a significant amount of issues with medication timing at our hospital, specifically medications being timed too far out in advance. After extensive investigation into these events, I have noticed a trend with providers entering medications and clicking the "tomorrow" button in epic for the start date right after midnight, not realizing the day has already changed. This has resulted in missed doses of important medications, like IV antibiotics, stress dose steroids, breathing treatments, etc. No warnings populate when a medication is timed out too far in advance (although it is possible in epic, but could lead to significant alert fatigue) and it is very easy for pharmacists to miss upon order verification. Just after midnight seems to be the "witching" hour, and I have asked about removing the "tomorrow" button from epic to force providers to pick the actual date, but have been told that this is an engrained function and cannot be removed. I strongly believe this button is not only unnecessary, but also opens an area of ambiguity for our providers because they aren't looking at the date, they're just picking "tomorrow" and moving forward. Error reached pt; no pt harm. (B)(6). Submission ID: (B)(4).